Event description:
Follow up reported surgery was rescheduled for (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had a shocking/jolting sensation. Interrogation of the device found that electrodes 0-7 had out of range impedances. Testing of the good lead revealed shocking at the anchor site on the right side. The patient symptoms included pain at the lead location. A lead revision surgery was scheduled to replace the leads. Subsequent information reported that a revision was scheduled for (B)(6) 2012. When additional information is received, a supplemental report will be submitted.

Event description:
Additional information was received which reported that the patient had surgery and the leads were replaced. It was noted that the patient was receiving satisfactory coverage. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the surgery was moved to (B)(6) 2013. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n268539, implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported that both leads had moved. The reason for the high impedances was 'unknown for certain.' The cause of the over stimulation was 'unknown for certain.' However, it was noted that the anchor may have been heavily imbedded into the lead on the right lead, perhaps through the lead insulation. No further information was provided.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n268539, implanted: 2010-(B)(6), product type accessory. (B)(4).